Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of provided x-ray images does identify a dislocation event. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: (impact code).

Event description:
Clinical notification update received which indicates that the hip has now been revised to address the dislocation adverse event. The hip revision occurred on(B)(6) 2021, and the revision log entry reported that the bimentum construct liner assembly (2 components bi mentum pfrk cem cup 43 and bi mentum pfrk pe liner 22 43), and the competitor femoral head and stem proximal body components, were revised.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Clinical adverse event received for dislocation - competitor head and liner. The bi mentum liner and cup are being reported for the dislocation. Event is considered serious. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2021, date of event: (B)(6) 2021; (left hip). Treatment: closed reduction / manipulation.